Event description:
It has been reported to us that the pt has an allergic reaction while the introducer sheath was inside the pt. The pt was undergoing ep procedure. The physician had already used an introducer sheath on the pt and an allergic reaction was noted. The physician attempted a second introducer sheath and the pt became hypertensive and had anaphylaxis with shock. The pt was treated for this condition and responded well. The pt is reported to be fine. The device was discarded and will not be returned for eval.

Manufacturer narrative:
The device has been discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.